Manufacturer narrative:
E1: (B)(6). H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick during summer days. No further information available.